Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported problem, which was localized to the processor pca. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Connector j16 pins were found to have a cold solder joint resulting in the lifted pins, therefore defib test failure during operational check. The available information is consistent with a malfunction of the processor pca. The cause was cold solder joint resulting in lifted pins on connector j16. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.